Manufacturer narrative:
(B)(4).

Event description:
It was reported "repeated possible helium loss 2 alarms; suspected balloon rupture". Additional information states that the iab catheter was removed and not replaced. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4) returned for investigation was a 40cc 8fr fiberoptix ultra intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a bio-hazard bag. Returned with the sample was the supplied 40cc driveline tubing. Upon return, the teflon sheath was noted connected to the hemostasis cuff; blood was noted in the sidearm. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Bends to the iabc central lumen were noted at approximately 5cm and 31.5cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the bladder/helium pathway. Upon return, the yellow fos cabling was noted cut near the iabc bifurcate. The fos cable was visually inspected; no damage or abnormalities were noted. The customer photos were reviewed. The photos show the alarm history on the iabp display screen. The photos show multiple recorder strips with possible helium loss 2 alarms and possible helium loss 3 alarms. The photo shows an ianp display screen with a possible helium loss 2 alarm. The photo shows the iabc bladder. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. An external leak was immediately noted and located around the distal end of the bifurcate bushing. Under microscopic inspection, the leak from the bifurcate bushing occurred from the adhesive bond. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "repeated possible helium loss 2 alarms" is confirmed. During the com-plaint investigation, an external helium leak was confirmed from the intra-aortic balloon catheter (iabc) bifurcate bushing adhesive, which resulted in the helium loss alarm and caused the reported complaint. The iabc bladder was fully intact with no damage or abnormalities noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the external leak from the iabc bifurcate bushing adhesive. The probable root cause is manufacturing related. A corrective and preventive action (CAPA) has been initiated to address the issue.

Event description:
It was reported "repeated possible helium loss 2 alarms; suspected balloon rupture". Additional information states that the iab catheter was removed and not replaced. The patient's current condition is reported as "fine".